Event description:
Pt complained of pain in left knee when standing. Bone scan was ordered by doctor and showed signs of the tibial baseplate being loose. Old tibial baseplate was removed along with the 9mm tibial insert (cat. No. 6632-1-609). A baseplate of the same size replaced the old one. However, the doctor chose to use a non-porous baseplate. A 23mm tibial insert replaced the old insert.

Manufacturer narrative:
Summary of eval: the info provided, including the medical opinion that the pt had poor bone quality to support bone ingrowth baseplate, & the examination results suggest that this event is not device related but rather is associated with loss of fixation.